Event description:
Two gore viabahn endoprosthesis devices were used for the treatment of popliteal artery and sfa stenotic disease. A 5mm x 15cm device was advanced over a guidewire and was successfully deployed. During the advancement of the second device over the guidewire, the physician noticed a detached distal olive tip from the first device's delivery catheter was still on the guidewire. The detached distal tip was removed from the guidewire and a second device was then advanced over the guidewire and successfully deployed. The final images did not show any portion of the detached catheter tip remaining in the vessel. The patient did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Engineering analysis: a delivery catheter was returned with a detached distal tip. The catheter was examined for evidence of excessive tensile load and had no signs of necking, stretching, or deformation of the dual lumen or distal shaft. The bond area was examined under magnification and did not exhibit the usual observed failure mode for distal tip bond breaks. The inside of the distal tip also exhibited a physical imprint of the distal shaft braid, which suggests that the tip was bonded to the distal shaft.